Event description:
Insert was damaged or defective during implantation. Another implant had to be rushed over from the home office, resulting in a 45-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.